Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 450 mg/dl. The customer stated that the piston of the insulin pump is damaged. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.